Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the ER on (B)(6) 2021 because tremor came back. The patient was charging consistently (between 75-100% level based on the tablet data) but the device was off. They indicated that the patient was uncomfortable and screaming when in the ER. They adjusted programming on 16 of apr because of the tremor.